Event description:
It was reported that balloon rupture occurred. The patient presented with intermittent claudication. The 95% stenosed target lesion was located in the severely calcified superficial femoral artery. A 7.0 x 40, 135cm mustang balloon catheter was advanced for dilatation. Inflation was performed twice at 15 atmospheres for 30 seconds. However, during the second inflation, the balloon ruptured vertically in the middle. The device was removed and the procedure was completed with a non-boston scientific device. There were no patient complications reported and the patient was in good condition after the procedure.

Manufacturer narrative:
(B)(6).